Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery attempts by the doctor to assemble the dynamic hip system (dhs) by sliding the screw into the dhs plate did not work. After several attempt the parts were replaced with different hardware and the surgery was concluded with the spare parts used as implants. Reportedly the patient is in good condition and the surgery time was extended for an unknown amount of time. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The lot and part number combination could not be located, it is possible the lot number is incorrect. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No nonconformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A manufacturing evaluation was performed. The given information on the device report has indicated that the screw does not fit on the plate while using. The condition of the screw shows obvious deformations on the slot area. These deformations are most likely the main reason why the screw does not fit in the plate. We have checked the work order from the production of the affected lot and it shows no irregularities. This item was produced in february 2010 according to specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgery time was extended by approximately two hours as a result of the reported complications.

Manufacturer narrative:
Manufacturing evaluation: the condition of the product we received at (B)(4) shows obvious deformations on the slot area. These deformations are most likely the main reason the screw does not fit in the plate and the root cause for us is to ascertain from where it occurs. Because of a 100% visual check on the surface, we can assure that no products with such damages leaves our production plant. Considering the investigation results, it can be ensured that this dhs/dcs-screw was manufactured according specifications. Based on that, the complaint is ¿not valid¿ for synthes (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.